Manufacturer narrative:
Correcting the manufacturer narrative from: therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. No information besides implant failure and catalog number was received so far. Additional information and product return is requested. Follow-up report will be sent in case additional information will be received. Trend is tracked and monitored. To the correct manufacturer narrative: therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 is done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580. Health effect - impact code - medical device problem code - 3190. Component code - type of investigation code - investigation findings code - 3221. The correct codes for this complaint are: health effect - clinical code - 4561. Medical device problem code - 1260. Investigation findings code - 3252 and 3243. This is a follow up report for these corrected codes.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. No information besides implant failure and catalog number was received so far. Additional information and product return is requested. Follow-up report will be sent in case additional information will be received. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.